Event description:
A consumer reported receiving a contaminated test strip in a box of glucose test strips. The allegedly contaminated strip was returned for investigation. There was no report of death, serious injury or mistreatment associated with this event.